Event description:
Routine complaint investigation when a health care facility reported receiving a high reading of over 600 mg/dl readings on a precision pcx blood glucose monitor when compared to a laboratory comparison of 383 mg/dl. The values, when plotted on a parkes error grid exceed the parameters of the grid. The difference in values is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.